Event description:
It was reported the patient presented for a leadless pacemaker implant. During the procedure, when mapping the first location, the leadless pacemaker exhibited high capture thresholds. Upon prepping to move locations, the protective sleeve was readvanced over the device and the helix was noted to be stretched. The device was removed and exchanged. The procedure completed without further issue. The patient was stable.

Manufacturer narrative:
Device record history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. The reported event of inadequate capture was not confirmed. Visual inspection noted blood as well as the helix was stretched out of specification consistent with having occurred during implant procedure. Further analysis performed found no anomalies contributing to reported event of capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.